Event description:
It was reported by the rep that the one er320 was used during a laparoscopic cholecystectomy procedure. It was reported that while using the device, the clips were not closing completely. A replacement er320 was opened and the clip formation was acceptable. The case was completed with the second device. There was no pt consequence.